Event description:
It was reported that this patient was in the hospital for a medical condition unrelated to their pacemaker device. During a device check, instances of right ventricular (rv) loss of capture with asystole greater than two (2) seconds were observed. The rv threshold was found to be 1.1 volts while the rv device output was programmed to 2 volts, which is below the recommended safety margin programming of an output that is two (2) times greater than the threshold. This is an indication of a user error in rv output programming. In response, the rv output was changed to 3 volts and no subsequent loss of capture was observed. The device remains in-service. No patient symptoms or adverse patient effects were reported.